Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values patient's therapeutic range 2 .5 - 3.5. On (B)(6) 2016 lab inr = 3.44; inratio inr = 2.7. On (B)(6) 2016 lab inr = 3.24; inratio inr =2.7. On (B)(6) 2016 inratio inr = 2.1. On (B)(6) 2016 lab inr = 3.23. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Although an improper technique was identified in the complaint, the root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.